Event description:
The customer contacted physio-control to report that their device's readiness indicator was no longer blinking and their device would prompt "call service". When attempting to download the device data, physio-control observed that the device would unexpectedly shutdown, before the download was complete. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control analysed the device log and observed that the device powered off unexpectedly due to the usage of a depleted test battery. The root cause of the reported issue was determined to be due to user error.

Manufacturer narrative:
(B)(4). Physio-control attempted to download the electronic records and observed that the device would unexpectedly shut down. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's readiness indicator was no longer blinking and their device would prompt "call service". When attempting to download the device data, physio-control observed that the device would unexpectedly shutdown, before the download was complete. There was no patient use associated with the reported issue.